Manufacturer narrative:
The reported event of bluetooth telemetry loss was verified. The issue was noted to have occurred due to bluetooth telemetry lockout, which is per device design. No anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter exhibited loss of bluetooth telemetry. The patient was brought into clinic and bluetooth connectivity was successfully restored. There were no patient consequences.